Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during biomed testing in (B)(6). According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as remediated pump with software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4) torn iris seal the analysis results found that the iris seal of the instrument was torn. Initiation site appears to be adjacent to the inner seal ring and torn 90 degrees around the inner seal ring prior to circumferentially tearing in the direction of the lower seal ring. It prorogated around the lower seal ring approximately 250 degrees. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hand assisted colectomy procedure, the device tore during an unk time of the case. There was loss of insufflation immediately. Lubrication was used and no pieces fell into the pt. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.